Event description:
Consumer called with accuracy concerns on her meter. Had it compared to a lab reading after getting readings that were not consistent with how she felt. Analysis run on consensus error grid using lab reading (40) as ref. Point vs. Bd readings (85) yielded and data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.